Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 14. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2023, non-osseointegration was verified. The devicewas forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.